Event description:
This is a report of a patient who passed away coincident with automated peritoneal dialysis therapy. The cause of death was unknown. It was not reported if an autopsy was performed or if dianeal therapy was ongoing until the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the serial number of the device was unknown; therefore, a device analysis, event history log review, service history review, and device history review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.